Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following could not be completed with the limited information provided in the article: date of event - ni, expiration date - ni, date implanted - ni, date explanted - ni, initial reporter - (B)(6). This product is not cleared for distribution in the u.s.; however, a product marketed by zimmer biomet is cleared for distribution in the u.s. Under 510k number k150850. Manufacture date ¿ ni.

Event description:
It was reported in a journal article that one patient experienced limb motor deficit related to cement leakage close to the s1 nerve root.